Event description:
It has been reported to philips that the system will not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not power on. Upon further inspection, the fse found that the ippc cannot connect. The fse removed and cleaned all board on ippc, after reinserted the boards the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.